Event description:
From staff: a bug/worm/? Was found in a sterile surgical sponge while setting up for a case. Prior to bringing the patient into the room the surgical technician that was setting up the table noticed the bug. Sterile processing department was notified, and the table was torn down and new supplies were ordered from the sterile core. The sponges and packaging were given to the sterile processing department. The contaminated supplies/instruments were removed from the room. Once the new supplies arrived the table was set back up. Manufacturer response for vistec x-ray detectable gauze sponge, vistec x-ray detectable gauze sponge (per site reporter). Response was that they will help coordinate next steps with the product, quality and manufacturing teams.